Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Follow-up is ongoing for device availability. The complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided; therefore, review of the manufacturing records could not be completed.

Event description:
It was reported that during use, a leak was noticed in the disposable pressure transducer (dpt). In addition, the clinician stated that inaccurate values were obtained during use of this dpt. The product was exchanged and the problem was solved. Patient demographics are not available at this time.

Manufacturer narrative:
Per additional follow-up with the hospital, it was clarified that there were no inaccurate values during the reported event. It was discovered that the physician¿s initial statement that leakage in the dpt housing led to inaccuracy of the pressure data, was a statement based on assumption and not a statement of fact.